Event description:
It was reported that significant poly wear lead to severe osteolysis of the femur. The poly was swapped out and a modular stem was implanted.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.